Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was having high blood glucose of 480 mg/dl, treated with a bolus. Customer declined to troubleshoot since she wasn't feeling good. Customer called back stating her blood glucose has not gone down and she was really shaky. Customer's symptoms were extreme thrust and frequent urination. Customer stated she was really confused and wasn't sure what to do. Customer was unable to administer manual injection and did not have anyone to help. A company representative contacted the paramedics to assist the customer. Once paramedics arrived customer was advised to call back to troubleshoot the insulin pump. Customer called back to say she was ok. No further information reported.